Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead impedance was 845 ohms at implant and now the unipolar impedance is 350 ohms. It was also reported that there was a polarity switch and concern that the lead's insulation was breached. The lead was explanted and replaced. No patient complications have been reported as a result of this event.